Event description:
A hosp director of surgical services reported that a pt received a perforation to the colon during a procedure. They explained that the pt had a friable colon; diverticulosis was also noted during the exam. The pt was taken to surgery for repair of the perforation. According to the nurse, the pt is doing well.